Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture in the portion of the lead that wrapped around to go under the device was noted under fluoroscopy. An invasive procedure was performed. An attempt was made to implant a new lv lead, however, was unsuccessful, so the chronic lead was repaired with silicone and a suture sleeve was placed around it for support. Appropriate threshold measurements and pacing impedance measurements were then observed. Programming changes were made to the safety margin and the physician plans to continue monitoring through the remote home monitoring system. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lv lead exhibited loss of capture (loc) approximately 3 months later. An invasive procedure was performed. The lead was surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported.